Event description:
A customer reported that the buttons on their device were becoming harder to press. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.